Event description:
Pt. Admitted to hospital with av valve thrombosis, chf, cardiac cath completed. Showed significant restriction of motion of the posterior motion of the posterior most aspect of bileaflet valve. Internally involved with valve was a thrombus 12 x 12 mmhg, 1.5. Cm above aortic valve plane and extending through valve into outflow tract. Question as to whether valve does function appropriately. Valve does not seem to open or close completely.